Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that all of the keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/03/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 03/24/2015 with the following findings: the keypad was found to be intact; no damage or peeling was observed. The ok and contrast buttons were found to be intermittently unresponsive. The up arrow and down arrow keypad buttons responded appropriately. The contrast button does not affect insulin delivery function. The keypad was removed and there was evidence of contamination found under all of the button contacts. There was no evidence of moisture or loose components observed inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.